Event description:
During a case for a tumor of the skull, it was reported that the doctor inserted this screw into skull on, but this screw could not be inserted into skull from the first time. The doctor found that the tip of the screw was dull. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation of the complained screw shows that the tip is in good condition. No deformation could be detected. Reviewing the manufacturing and material document the exact reason causing the reported problem. No product fault could be detected.